Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 (15y). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2020 the patient did not mobilize the catheters at all, gastroenterologist suggested catheter replacement every six months. On (B)(6) 2020 the patient reported having abdominal pain, vomiting, stoma site granuloma, resistance when mobilizing the catheters, and the peg was found inside the stomach. In (B)(6) 2020 the patient was hospitalized and a gastroscopy was performed, catheter tension was observed. On an unknown date, the patient was discharged from the hospital. On (B)(6) 2020, it was reported that the peg tube bumper was buried in the stomach. On (B)(6) 2020 the patient was readmitted to the hospital for surgical removal of tubes via endoscopy. A temporary gastrostomy was created and duopa therapy was restarted.